Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine follow-up, noise was recorded on an auto mode switching and a ventricular fibrillation episode. The ventricular fibrillation episode showed ventricular fibrillation detection as a result of the noise. There was no known exposure of emi as the source of noise. The patient will be monitored. No further information is available.